Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported his cycler alarmed for a heater bag alarm during an unknown stage of treatment. Treatment was discontinued. A new setup was done and treatment started over. During this attempt the cycler alarmed for a supply bag issue. Treatment was again discontinued. In the morning the patient found fluid in the cassette area of the cycler. The patient could not recall if there already was moisture present in the cycler's pump compartment when inserting the cassette during the second setup. The cycler was replaced. The cassettes were discarded. During follow up the patient's nurse reported the patient had informed the clinic of the event. He was treated prophylactically with antibiotic vancomycin. He did not have any adverse event associated with the leak.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed and completed on the cycler with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.